Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc sprinter coronary balloon catheter had inflation difficulties. The front and back of the balloon inflated unevenly leading to a proximal vascular dissection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was detailed that the patient was undergoing stent implantation. The nc sprinter was being used to post-dilate the stent. When the nc sprinter was pumped gently at the proximal end with a pressure pump, a bulge appeared. The front and back of the balloon inflated unevenly, and the proximal end of the balloon inflated abnormally, leading to a proximal vascular dissection and hematoma, proximal to the stent. The hematoma spread to the left main coronary artery, and a critical situation occurred. A stent was immediately placed to cover the dissection. Initial reporter name and phone number provided. Facility address & post code updated. Patient age and sex provided. Image analysis: one still image showing an nc sprinter shelf carton was provided for review. The lot number on the shelf carton matches the lot number provided on gch. A 21 second video was provided for review. Two screenshots were taken from the video. The video showed the distal end of a balloon device where a finger was pointing at an area on the device where the outer shaft had also inflated. This type of inflation indicates damage to the distal inflation lumen, proximal to the balloon and balloon bond. This area is weakened and when pressure is applied to inflate the balloon the damaged section of the shaft also inflates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.